Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user rp-clamp kit, hose, v60 aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from customer biomed reporting a leak was found during a preventative maintenance inspection on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer and reported that the hose clamp was broken. The customer requested and was provided the replacement part details.